Event description:
Related to MFR report # 2183959-2012-00840. It was reported the pt presented with extruded mesh posteriorly within the vagina. The pt underwent surgery on (B)(6) 2013, to excise the extruded mesh. The surgeon indicated, "the extruded graft was identified at the posterior fourchette just inside the hymeneal ring to the right of midline approximately 1 cm in diameter. The graft was then grasped with allis clamps and elevated, an incision was made circumferentially around the graft and then the graft was dissected out, undermined under the posterior vagina approximately a centimeter to a centimeter and half proximately towards the vaginal cuff. The extruded graft was the excised without difficulty." The pt was transferred to recovery in stable condition. Reference MFR report # 2183959-2013-00839.